Event description:
It was reported that "has been having pain for the last 18 months. Patient would like to know if her implants have been recalled. Previous tests revealed that there doesn't appear to be any infection. Revision is scheduled on (B)(6) 2011."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.